Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial.

Event description:
On 5/06/2022 it was reported by a sales representative via (B)(4) that an ar-2385-10 tendon stripper blades will not lock onto the handle. This happened with multiple blades and multiple handles during the same case. No patient affect.